Manufacturer narrative:
The integrated electrosurgical generator unit (iesu) was analyzed and found to have no problem. The iesu energized, cauterized, and all ports recognized instruments without any issues. The reported complaint was not confirmed by failure analysis. In addition, isi performed follow-up with the customer and obtained the following additional information regarding the reported event: the site continued and completed the procedure robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting, that error m-36 occurred on the integrated erbe electrosurgical generator unit (iesu). An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse reviewed the system log and verified the cable connection. The fse performed a test and encountered errors m-36, m-11, and c-00 pointing to an issue with the iesu. The fse then replaced the iesu to resolve the reported problem. The system was tested and verified as ready for use. The reported complaint was confirmed, based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi has received the iesu for evaluation. But evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. This complaint is considered a reportable malfunction due to the following conclusion: the iesu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is unknown or not available. Fields g5 and g7 are not applicable.

Event description:
It was reported, that during a da vinci-assisted simple prostatectomy surgical procedure. The customer called in to report, that error m-36 occurred on the integrated erbe electrosurgical generator unit (iesu). System functionality was reportedly checked prior to use, and no issues/errors were noted. The site had rebooted the iesu, but the error could not be resolved. The site continued the procedure with an external force triad generator. There was no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.